Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2003. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2003. Subsequently, a revision procedure occurred on (B)(6) 2015 due to poly wear. The tibial bearing and locking bar were removed and replaced.